Event description:
The customer reported that "during an operation for a fracture of the neck of the right femur, the surgeon did not feel the tap break during his operation. He noticed it during the scan. As an immediate solution, he tried to remove it, without success. He therefore left it in place and changed his aim to place two other neck screws. The fragment of the tap that remained in place can be seen on the radiograph." The procedure was delayed by 60 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction - please refer to d4 lot number and d9/h3-the product was not returned. The received x-ray was reviewed and the reported event could be confirmed as there are on the x-ray two fragments of the broken cannulated tap visible. A device inspection was not possible since the affected device was not returned, therefore no further evaluation is possible. A review of the device history was not possible because the provided lot number was invalid. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
The customer reported that "during an operation for a fracture of the neck of the right femur, the surgeon did not feel the tap break during his operation. He noticed it during the scan. As an immediate solution, he tried to remove it, without success. He therefore left it in place and changed his aim to place two other neck screws. The fragment of the tap that remained in place can be seen on the radiograph." The procedure was delayed by 60 min.